Event description:
It was reported to philips that the system gave a remote alert indicating image disk problem, preventing imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) confirmed from error logs that images could not be stored due to an image disk issue. An additional review of system log files also indicated, error related to image disk. The field service engineer (fse) identified during onsite troubleshooting that the issue was external to the philips system and had been resolved by the hospital it team on the network side, which was related to the pacs (picture archiving and communication system). After the network side problem was resolved, the system operated without any issues and was returned to use in good working order. The codes were updated based on the investigation outcome.